Manufacturer narrative:
Product: stylet accessory, serial #unknown. Analysis of the stylet found no significant anomaly. It was noted that the stylet wire was bent. Analysis of the lead found that the distal end of the lead was bent. It was noted that the overall length of the lead was 40.5 centimeters and the stylet did not reach the end of the lead. It was further noted that foreign material was seen under the electrodes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation, the surgeon noticed a "bent" contact on the lead under fluoroscopy. An attempt was made to implant the lead but it was ultimately never implanted consequently, the lead was "removed from the brain" and replaced with another lead. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
(B)(4).